Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead/medt model representa two leads with unknown serial numbers.

Event description:
It was reported by the patient that the patient had two leads "break". Follow up to obtain additional information was attempted, however, it was unsuccessful. The leads were capped and replaced. No patient complications have been reported as a result of this event. It was reported by the patient that the patient has had two leads "break". Follow up to obtain additional information was attempted, however, it was unsuccessful. The leads were capped and replaced. No patient complications have been reported as a result of this event.